Event description:
It was reported that there was a medication leakage from the patient-side connection connector. The event occurred before patient and no reported patient harm/adverse event.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.